Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Confidence needle broken intraoperative in situ with a length of 4 cm. Needle fragment had to be removed with tap and parent bore part be removed, complete removal impossible. As a result no harm of the patients because remaining of needle fragment in the bone according to surgeon.

Manufacturer narrative:
The unknown confidence needle was not returned to the customer quality unit (cqu) for evaluation. The sample status has been changed to ¿none.¿ should more information and/or the device sample become available at a later date, this complaint file will be reopened and the device will then receive a full evaluation. A review of the device history record (DHR) for the unknown confidence needle could not be conducted as no lot number was provided. Also, the sample device was not returned to the cqu from which the lot number could be taken directly from the sample. Therefore, without the lot number, no review of the manufacturing records could be completed. No emerging trends were found requiring further actions. Without the return of the unknown confidence needle we are unable to confirm the reported issue or identify the root cause. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.